Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty while using the robotic assisted satellite station device, the, it was observed that during the resection the surgeon states it removed anterior and less posterior. There were no delays in the procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the described issue was unconfirmed. Without use of the pointer tool the described issue cannot be confirmed. Additionally, it was found that the user is not mounting the robot to the bedrail. With the available information and the allegation of a cut being inaccurate, a single root cause could not be established. If cuts seem to be off, please measure them using the pointer tool. The system is performing as intended and therefore a root cause cannot be determined with a single assignable cause. Please refer to ¿recommendations¿ for guidance on how to ensure the most optimal outcome is achieved. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance root cause summary: the investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause for the described issue cannot be established as no defect was found.